Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl at the time incident and current blood glucose was 438 mg/dl. The customer was treated with manual injection. Customer stated that his dad¿s blood glucose had been rising and he has bolused on the pump and the blood glucose continues to rise. The customer did not alleged pump was under delivering. Customer declined to troubleshoot for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to follow up with hcp concerning high blood glucose. The insulin pump will not be returned for analysis.